Event description:
It was reported that a patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008 and pelvic floor mesh and a sling were implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: prolift pelvic floor repair. Tension free vaginal tape.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and meshes were implanted due to symptomatic uterine prolapse, cystocele, rectocele and urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring and other unspecified issues. It was reported that patient underwent explant surgery on 7/18/09 due to mesh erosion, anterior and posterior colporrhaphy. There are two possible devices associated with this event. They are as follows: prolift pelvic floor repair: product: pfrt01, lot: 3070747, expiration date: 08/31/2010, manufacture date: 08/06/2007, approximate age of device: 11 month, (B)(4). Tension free vaginal tape: product: 810081, lot: 3128458, expiration date: 02/28/2009, manufacture date: 04/02/2008, approximate age of device: 3 month, (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 mesh was implanted. It was reported that the patient underwent mesh explant on (B)(6) 2009. No additional information was provided.